Event description:
9/10/96 pt admitted for placement of bilateral renal artery stent. 9/11/96 dr performed the procedure. The cardiac cath lab reported that left renal artery stent placement was accomplished with excellent resolution of the stenosed area, with good stent placement. A stent was then placed in the proximal right renal artery including the ostium. A diagnostic dye injected afer placement of the first stent revealed that the stent had been placed in a location that showed minimal disease. Therefore dr decided that placing a second stent was necessary. The second stent which was smaller than the first was positioned and partly telescoped into the first stent. After deployment, dr removed the guiding catheter and wire and performed a repeat abdominal aortogram. Dr noted that the second smaller proximal stent appeared not to be in position and could not be located in the immediate area. Dr performed a meticulous search in the aorta, both iliac arteries, both superficial arteries, and both renal arteries. Dr enlarged the search area to include both carotid arteries but the missing stent could not be located. Dr felt that the second stent had been telescoped and pushed into the larger first stent. Dr completed the procedure, satisfied that the second stent was not loose in the pt's ciruclatory system.